Manufacturer narrative:
The implanted device remains.

Event description:
It was reported, the patient experienced skin issues at the abutment site. Subsequently in (B)(6) 2015 (day not reported), the patient underwent revision surgery; the abutment was removed and implant site was abandoned. During the same procedure, a new implant and internal magnet was placed. The implanted device remains.